Event description:
Related manufacturer report number: 1627487-2022-03109, 1627487-2022-03110, 1627487-2022-03111, 1627487-2022-03112. It was reported that patient's left s1 and right s2 leads both migrated and that a tip of the right s2 lead was broken inside the ipg port. Surgical intervention was undertaken on (B)(6) 2022 in which the leads and ipg were explanted and replaced. Note: it is unknown which leads were explanted and replaced so all potential leads are being reported.

Manufacturer narrative:
Event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.